Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing was observed via remote transmission. The lead was capped and replaced on (B)(6) 2016. Patient remained stable during and post-procedure.